Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting a beeping sound. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
There are 6 self test failures recorded on the returned pad device between (B)(6) 2011. The user was unable to install the device. The returned device was tested in heartsine technologies and test therapy was delivered without fault. The problem with the device was attributed to a fault in the printed board assembly which was overlooked during the final quality test process. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.